Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 it was reported that the gp commenced patient on oral antibiotic flucloxacillin 500mg qds starting (B)(6) 2020 for a stoma site infection. It was reported the stoma site had been very red and inflamed though no redness or inflammation seen. No ooze present. The patient reports stoma site much improved since starting antibiotic. Peg-j tube mobilizing freely and patient denies any pain to site.